Event description:
It was reported that the cartridge was damaged. There was no adverse impact to the customer's blood glucose level. The customer was able to change the cartridge and resume insulin therapy successfully, and replacements were sent out as per the customer's request.